Manufacturer narrative:
(B)(4) investigational report, investigation summary: no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. Without the alleged defective wrap for evaluation, it is difficult to determine a root cause for the heat cell pack leak. The sample is not available for further evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (july 2, 2015): new information received from (B)(4) and consumer includes: pcom results and patient data (age and confirm healthy). Event treatment added. Event outcome updated. Follow-up (august 3, 2015): new information received from the pharmacist included: patient details, product route of administration. Reaction data (burn blister lower abdominal region and open burn wound), and therapeutic measures. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn blisters and open wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The product complaint 'the heat cells have burst two times' is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Painful burn/ burn blister lower abdominal region [burns second degree]. Open burn wound [wound] the heat cells have burst two times [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist and non-contactable consumer through a non-clinical study program, brand websites for division consumer healthcare germany. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual, lot# l30381, expiration date december 2017), cutaneous route of administration on (B)(6) 2015 in the morning and had been removed after 8 hours in the evening of the same day for menstrual cramps. She was not pregnant at time of the event. Thermacare heatwrap (thermacare menstrual) had been administered several times before (each time when the consumer was experiencing strong menstrual cramps) but she never experienced any intolerance before. The consumer described herself as very healthy. Color of skin was classified as light or very light. No sensitive skin. No skin diseases. The patient's concomitant medications were not reported. The patient reported: the heat cells have burst two times and I experienced a painful burn and burn blister lower abdominal region on (B)(6) 2015 in the evening. The pharmacist reported the patient has had the open burn wound for 14 days. I have applied it exactly as per package insert. The heatwrap was worn above her clothes and had been administered as described on product leaflet. The consumer did not perform any sports while wearing the heatwrap. Skin was controlled for two times while wearing the heatwrap. No further products had been administered at the same time. No hospitalization or surgical intervention was required. Action taken in response to the event for thermacare heatwrap was unknown. The event was treated with disinfection product octenisept, and with burn and wound gel medice. The wound was getting smaller at time of the report but was still painful and red skin still present. No scarring expected. No other heat producing products for treatment of pain had been used before. The event outcome was recovering.